Event description:
Lead management case to extract two abandoned leads and two active leads to exchange for a new MRI-pacemaker system. The abandoned ra lead (impl. 250 mo) was prepped with an lld and successfully extracted with a 11f tightrail. The physician then tried to prep the abandoned rv lead (impl. 250 mo) but was unable to advance the lld down the lead. The lead was prepped with sutures for stabilization and the physician began using the tightrail to extract. Upon reaching the ra, the physician was unable to make any additional progress; upon attempted removal of the tightrail the physician was unable to remove the device. Attempts made to remove the device were unsuccessful so the decision was made to perform a controlled sternotomy. The sternotomy resulted in successful removal of the device and all remaining leads without decline of the patient. The patient survived the intervention and a new system was implanted.

Manufacturer narrative:
Device evaluation in progress, additional information to be provided in a follow up report. Placeholder.

Manufacturer narrative:
(B)(4). Device evaluation summary: the device involved in this event was returned and evaluated by a cross-functional engineering team. No significant build-up was noted at the distal tip. Upon dissection of the device, a large ball of suture was found. The area of the lead where the suture was tied created an "s" shaped curve in the lead effectively doubling its cross-sectional area. As the lead would not allow an lld to be used to prep the lead, the physician attempted to tie a suture to the end of the lead. This caused the lead to curve inside the tightrail lumen allowing it to get stuck. There is no indication or evidence of manufacturing failures in this case. This report includes information regarding the leads involved in this event.